Event description:
Unomedical reference number (B)(4) event occurred in canada it was reported that the patient faced infusion set leakage at site. The blood glucose level of the patient was 9.8 mmol/l. No further information available.